Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 577mg/dl and 40 mg/dl, cause was unknown. Customer consumed sugar to address low bg, and declined to provide any additional information. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. A recommendation was made for the customer to discuss bg levels with healthcare provider.